Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm to resolve the error 319. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) product has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the patient side cart (psc) had error 307 on the universal surgical manipulator (usm) and reboot the system but error 319 occurred repeatedly. The site performed hard power cycle of the system but the issue persisted. While rebooting the system, the user used instrument release kit (irk) on an instrument on the usm1 to release tissue. The option to disable the usm3 was explained to continue the procedure. However, the surgeon decided to abort the procedure.

Manufacturer narrative:
The universal surgical manipulator (usm) was received for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system mode where the error was triggered replicating the reported event. The unit was then installed on an in-house psc fixture test platform (pftp) where check all board was found to be failing on the acs.

Event description:
Refer to h11 for follow-up information.